Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (other)'), device dislocation ('migration of essure device location of device') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I and parity 1 (B)(6) 2007). Concurrent conditions included obesity and biopsy cervix. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/real bad contraction with blood clots"), pelvic pain ("pain"), abdominal pain ("abdominal pain"), mood swings ("mood swings"), feeling abnormal ("brain fog"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)/real bad contraction with blood clots"), dyspareunia ("dyspareunia (painful sexual intercourse)/extreme pain during sex/contractions with sex"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain lower ("lower abdomen pain"), abdominal distension ("swelling, looked like I was pregnant") and polymenorrhoea ("I had 14 periods every other week") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device dislocation, pelvic pain, abdominal pain, mood swings, feeling abnormal, urinary tract infection, female sexual dysfunction, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, vaginal discharge, fatigue, weight increased, alopecia and polymenorrhoea outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain lower and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, polymenorrhoea, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date 2008 and 01-jan-2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.4 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Essure device was properly placed and tubes were blocked; on (B)(6) 2009: this study was performed to verify appropriate placement of essure contraceptive devices. The cervical os was cannulated by the assisting ob-gyn resident. Under fluoroscopy, contrast was slowly injected into the uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received: reporter information updated. Outcome of event " swelling, looked like I was pregnant, abnormal bleeding (menorrhagia)/real bad contraction with blood clots, abnormal bleeding (vaginal)" was updated as "recovered/resolved" no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (other)'), device dislocation ('migration of essure device location of device') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I and parity 1 ((B)(6) 2007). Concurrent conditions included obesity. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/real bad contraction with blood clots"), pelvic pain ("pain"), abdominal pain ("abdominal pain"), mood swings ("mood swings"), feeling abnormal ("brain fog"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)/real bad contraction with blood clots"), dyspareunia ("dyspareunia (painful sexual intercourse)/extreme pain during sex/contractions with sex"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain lower ("lower abdomen pain"), abdominal distension ("swelling, looked like I was pregnant") and polymenorrhoea ("I had 14 periods every other week") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure treatment was not changed. At the time of the report, the uterine perforation, device dislocation, vaginal haemorrhage, menorrhagia, pelvic pain, abdominal pain, mood swings, feeling abnormal, urinary tract infection, female sexual dysfunction, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, vaginal discharge, fatigue, weight increased, alopecia, abdominal distension and polymenorrhoea outcome was unknown and the genital haemorrhage, dysmenorrhoea, dyspareunia and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, polymenorrhoea, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date 2008 and (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.4 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Essure device was properly placed and tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: pfs and mr received. Reporter information were added. Date of insertion and removal were updated. Lot number were added. Medical history, concomitant drug and historical drug were added. Lab data were updated. This case become incident. Event : mood swings, brain fog, urinary tract infection, apareunia (inability to have sexual intercourse), depression, anxiety, bladder or urinary problems or changes, migraines, headaches, bleeding, migration of essure device location of device, nausea, dental problems, dysmenorrhea (cramping)/real bad contraction with blood clots, dyspareunia (painful sexual intercourse)/extreme pain during sex/contractions with sex, vaginal discharge, fatigue, weight gain, hair loss, lower abdomen pain, swelling, looked like I was pregnant, I had 14 periods every other week were added. Event verbatim were updated as abnormal bleeding (menorrhagia)/real bad contraction with blood clots incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.